Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the retainer ring was broken and damaged. The type of damage was crack and the location of damage was insulin pump clip rail. The reservoir was able to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.